Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the 0-7 lead had impedances over 40,000 for each contact. The impedances and connections were read and the impedances were all high on 0-7 and connections showed red x. The patient did not recall any falls or quick jolts that may have led or contributed to this issue. The patient was reprogrammed on the 8-15 lead to receive coverage, they were already primarily using the 8-15 lead. The issue was resolved at the time of report. No patient symptoms were reported. No further complications were reported or anticipated.